Manufacturer narrative:
Ptc investigation result was received on 23-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and has had long term hives for over a year, everywhere. She underwent to hysterectomy with bilateral salpingectomy. This event was considered serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, consumer stated that she had a previous medical history of nickel allergy prior to the insertion of essure. She experienced this event about 6 years and 5 months after essure insertion. It was also reported that she has had full resolution of symptoms after undergoing the surgical intervention. Considering this information and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in united states on 18-nov-2014 who had essure (fallopian tube occlusion insert) inserted in 2010. The consumer stated that she has had hives for over a year and she has been to 4 dermatologists. Consumer stated she had a previous medical history of nickel allergy prior to the insertion of essure. She recently had metal testing and was found to have a nickel allergy ptc investigation result was received on 22-dec-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: an allergy is a hypersensitivity to a substance that causes the body to react to any contact with that substance. Common indications of allergy may include sneezing, itching, skin rashes and hives. Probable cause for an allergic response in patient - an allergic response to the essure micro-insert is most often due to the patient's sensitivity to nickel. According to the product IFU, the essure system should not be used on any patient with a known hypersensitivity to nickel confirmed by skin test. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This is an anticipated event. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 08.jan.2015: follow up information received from the consumer. Concomitant diseases include lupus. No previous gynecological problems or procedures. On (B)(6) 2008 essure was inserted and consumer used oral contraceptives (unspecified) as back up contraception until essure total occlusion confirmation. In (B)(6) 2008 hsg (hysterosalpingogram) was performed and showed tubes occluded. Consumer reported that she had long term hives, everywhere. She has been working with allergist and has not recovered from the hives. She is highly allergic to nickel. She was not hospitalized. Consumer also reported that she has been continuing with essure but physician is still considering to remove the devices. Follow up from 19-mar-2015: the required number of follow-up attempts was completed, with no response to date. No further information is expected. Follow-up received on 16-nov-2015 from physician: date of event reported was (B)(6) 2015. Consumer required intervention to prevent permanent impairment or damage. She underwent to hysterectomy with bilateral salpingectomy and has had full resolution of symptoms. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and has had long term hives for over a year, everywhere. She underwent to hysterectomy with bilateral salpingectomy. This event was considered serious and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, consumer stated that she had a previous medical history of nickel allergy prior to the insertion of essure. She experienced this event about 6 years and 5 months after essure insertion. It was also reported that she has had full resolution of symptoms after undergoing the surgical intervention. Considering this information and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since surgical intervention was performed. A product technical analysis is being sought.